Event description:
It was reported that the lcv+ gantry moved unintentionally when the exposure preparation switch was pressed. The problem appeared intamittantly several times. No injuries were reported. The concern is for potential patient injury should the gantry implact the pt.

Event description:
Unk